Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion on metal surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during prostate procedure at approximately (B)(4) joules used, the fiber was "not producing any energy to speak of. Minimal effervescent bubbles only @ 80 watts. Not normal amounts". The fiber tip was cleaned during the procedure and it was noted that the fiber continued to produce "little power". The fiber was exchanged, and the procedure was completed utilizing the second fiber. Patient outcome: "ok" reported. No patient injury was reported.